Event description:
It was reported that during an unknown procedure, malformed clips were found. Changed to another one to complete the procedure. No adverse event to the patient.

Manufacturer narrative:
(B)(4). The er420 device was returned in good visual condition for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality it cycled and fed 11 conforming clips. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the found the finding. Please note this condition is unrelated with the event reported. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.